Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
These new kits contain touhy needles that appear to have less tensile strength and are less rigid. These needles have a tendency to bend at the bevel when the needle comes in contact with bone in a tight epidural space. The bevel is bent up into configuration of a hook. This hook is very sharp and cuts like a razor when pulled across a sheet of paper. The needles were removed without attempting to place catheters and catheters were placed using different brand needles. There was no patient injury.

Manufacturer narrative:
(B)(4). No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no relevant findings. A review of design change history for kit sj-05501 and part number nz-05500-001 was performed as a part of this investigation. No design changes have been made to this product in the past two years that would have led to this complaint. A corrective action is not required at this time as the potential cause of the needle tip bending could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. No lot number was provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the needle tip bending during use could not be determined based upon the information provided and without a sample.

Event description:
These new kits contain touhy needles that appear to have less tensile strength and are less rigid. These needles have a tendency to bend at the bevel when the needle comes in contact with bone in a tight epidural space. The bevel is bent up into configuration of a hook. This hook is very sharp and cuts like a razor when pulled across a sheet of paper. The needles were removed without attempting to place catheters and catheters were placed using different brand needles. There was no patient injury.